Event description:
It was reported that this right atrial (ra) lead had a lead safety switch from bipolar to unipolar due to a jump in pacing impedances to greater than 3000 ohms. It was also noted that since being in unipolar configuration there were observations of loss of capture and myopotential stimulation, so the sensitivity was reprogrammed to 1mv. The lead had only been implanted for seven months, so further troubleshooting was discussed. Additional information was requested to see if a cause was able to be determined. The lead remains in-service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen back in the clinic, where testing found pacing impedances still high greater than 3000 ohms in bipolar and 457 ohms in unipolar. An x-ray of the header revealed that the lead was fully inserted, and the lead tip remained appropriately placed in the atrial appendage. The physician has decided not to intervene and plan was to continue to monitor, as the patient is only pacing 31 percent. No adverse patient effects were reported.